Event description:
The customer reported that the system displayed an x-ray disabled error message, which caused the system to lose x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was repaired. The sys was then found to be operating as intended.